Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. No beeping noted. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. Customer stated that the open book displayed before the open book image on the screen. Customer reported that the insulin pump keeps on beeping nonstop. He went swimming. Then the insulin pump keeps on beeping it has an open book with an arrow. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.